Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (does not charge battery pack) was confirmed. As received, the charger was resetting. Upon evaluation, the q1 current controlling transistor was shorted. The cause of the inability to charge the battery pack and the resets is the shorted transistor. The root cause of the shorted transistor cannot be positively identified. No adverse event resulted from the defective battery charger.

Event description:
A us distributor contacted zoll to report that a swiss patient's charger would not charge the battery packs.